Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had an MRI and the device was shut off and turned back on. The consumer stated that the patient was now only feeling the stimulation in the legs not the hip and spine where she needed the therapy. Reprogramming was requested. The indication for use was non-malignant pain.